Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure undersensing was observed on the extravascular implantable cardioverter defibrillator (ev-ICD) during defibrillation testing (dft). Ventricular fibrillation (vf) was induced using burst and undersensing was observed and it was suspected the device would not be able to reach detection due to undersensing and an external shock would be required. The number of intervals to detect (nid) was programmed to shorter value and gave confidence that the device could sense at a more sensitive value without dropouts. It was noted that detection of vf was not recalled prior to reprogramming the sensitivity. Ultimately, the physician was satisfied, less dropouts were observed and detection met. The implant procedure was completed. The device remains in use. No patient complications have been reported as a result of this event.